Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from (B)(6): "it was observed leaks/filtrations at the distal portion of the cassette with 2 administration sets. No, 1 sister sample involved in the event is in hospira's possession (samples involved in the event were discarded by containing fluorouracil. Type of drug: fluorouracil (5-fu). Delay in therapy: no. Need for medical intervention: no. Human harm: no. Serious injury or death: no."